Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
At (B)(6), during surgery it was noticed the 112636 lot 120233 sz 36 liner impactor had damaged threads. Surgeon used the item as is to successfully complete the case.

Manufacturer narrative:
An event regarding damaged threads involving a mako impactor was reported. The event was confirmed. Method & results: device evaluation and results: material analysis was performed and concluded that the "damage was observed on the threads of the impactor, consistent with improper seating. No materials or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no patient medical records were available for review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been (B)(4) other events for the lot referenced. Conclusions: the investigation determined the likely root cause of the damage was due to lack of complete seating of the straight shell inserter shaft onto the shoulder of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
At (B)(6) hospital, during surgery it was noticed the 112636 lot 120233 sz 36 liner impactor had damaged threads. Surgeon used the item as is to successfully complete the case.